Event description:
It was reported that the stair chair handle broke off while transferring a pt. There was pt involvement, but it is unknown if there was adverse consequences.

Manufacturer narrative:
Handle.